Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, later reported, capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported right side device rupture and capsular contracture baker grade iii diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings on the device. As per the investigation procedure particles, wear abrasion and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.